Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the device was unable to fire. Another stapler was opened and the case was completed. There was no patient injury.